Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) and reported that the battery charger/modem was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the battery charger/modem would not power on. Upon investigation, the processors u600 and u604 were thermally damaged, and the power supply was defective. The root cause of the thermally damaged processors was unable to be positively identified. The root cause of the defective power supply was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.